Event description:
Covidien received information of ventilator with an erratic lower display. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verifications testing (pvt). (B)(4).